Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a piggyback issue; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.additional information: a service history review revealed that this device was previously serviced for the reported condition.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a maulfunction regarding "piggyback" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.this involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.